Event description:
It was reported that during an unk procedure, stapler tip not closing fully and bent a little bit. This was picked before this guns second firing. The first firing on the pouch in his bypasses is a blue without seam guard. The surgery was delayed by an unknown amount of time. The reload and seam guard taken out of the gun and used again, the procedure was completed successfully and no fragments were generated. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2024 d4: batch # unk device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: this was a sleeve - not a bypass. The procedure was a lgs. It was noticed prior to the second firing on this gun, (surgeon uses two guns per procedure). The first firing with this gun was green with seam guard. He informed me that the staple line was good with the first firing ¿ the gun did slow a little but nothing unusual. The second firing was gold with seam guard with the second gun then prior to the third firing, the scrub noticed this, see the photos, when they had gold with seam guard loaded again ready to go surgeon has confirmed he could not get it down the trocar this time whereas he could get it down the first time when loaded with green with seam guard. This would seem to rule out the possibility of the gun being faulty straight out of the box. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. D4: batch # 714c32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the anvil bent upwards with the jaw and trigger in closed position and without reload present. No functional test was performed due to the condition of the device. Additionally, photos were provided and they showed the condition of the reported event. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 714c32, and no non-conformances were identified.